Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a custom tri-flange acetabular component on (B)(6) 2013. During the procedure, the tri-flange component would not fit. A competitor acetabular shell was used to complete the procedure; however, a two hour delay occurred as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.